Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the activa rc wireless recharger exhibited several issues, including the battery light flashing in quick succession, absence of a beep when attempting to switch it on, and no indication of an established connection or charging. The patient was unable to charge their implant. A replacement product was sent to the patient and the issue resolved. No patient complications have been reported as a result of this event. Additional information stated that the recharger was flashing green, it was unresponsive and a reset did not resolve the issue.